Event description:
Information received from the field notes that the device could not be interrogated. When the telemetry wand was flipped over, an eri message was given. The magnet rate was 90 ppm. The patient was pacemaker dependent. During a download attempt, the device stopped pacing. When emergency vvi was pressed, pacing resumed. The device was subsequently replaced.